Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that there was a technical error on a circuit board. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit(pc) board has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. Device logs were not downloaded. The pc-board was installed in a reference system for simulated-use testing. Tests of ventilation confirmed the reported issue with the reported technical error codes. Electrical measurements on the expiratory channel pc board showed that a capacitor in the pull-magnet supply circuit was shorted. A failure leading to the reported technical error will lead to a stop in ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and the reported technical error code. Our conclusion in this matter, is that the reported issue was caused by a shorted capacitor on the expiratory channel pc board, that is part of the safety valve function. Why the capacitor failed has not been determined from this investigation.

Event description:
(B)(4).